Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided and cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.